Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a staple/clip in the knife track of the jaw. Functional testing found that if the staple were to make contact with the seal plate it can result in alarm activations and difficulty with activating the device. The staple in the knife track also caused the knife blade to be difficult to advance. The staple was removed and the device was working fine. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working and has alarm activation issue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the middle of lower anterior resection procedure, the device stopped sealing and displayed an error message indicating an "incomplete seal" when applied to bowel area. The device had inadequate/partial sealing, despite evidence of energy delivery and end tones being heard. A new device was used to complete the procedure. There was no patient injury.